Event description:
Additional information was provided by the surgeon. The intraocular lens remains implanted. The pt is deciding whether a lens exchange is necessary. Symptoms have not improved.

Event description:
A surgeon reports that after intraocular lens (iol) implantation a patient described seeing a line in patient's vision...an arc in patient's visual field. It goes away when patient's pupils are dilated. The association betweeen this event and the iol is not known. Additional information has been requested.